Event description:
It was reported that this pacemaker showed some intrinsic p waves falling into blanking, therefore the device was not tracking them. The sensor determined that the patient was doing activity so when the timing cycle end, it paces inappropriately. Some of the events also show atrial loss of capture (loc). Boston scientific technical services recommended further evaluation in the clinic to see what was going on with the atrial lead. The pacemaker and the non bsc atrial lead remain in service. The patient is highly atrial paced. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.